Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill reservoir test per (B)(4) and (B)(4). Found no leakage anomaly during filling.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had leak. The customer¿s blood glucose was 113 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer stated that the when they filling the reservoir and changing the set the insulin was leaking. Customer stated that the location of the leak was at the top of the reservoir. The reservoir will be returned for analysis.